Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the foreign material and image had vertical stripe was identified. It is likely the result of an operational and electronic problem; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, foreign object in the insertion tube cannot be removed and image had vertical stripe was observed to be detached. The field service engineer assessed the condition and determined that the damage was most likely due to mishandling. There was no patient involvement.